Event description:
The statlock IV ultra, catheter stabilization device could not be easily removed from the patient. Alcohol was used to assist with the removal of the device as the device was labeled. The healthcare provider had the use of the device demonstrated to them, and a point was made to use alcohol to assist with the removal of the pads. The removal process was not proceeding as it had been originally demonstrated. Pad removal was very difficult and time consuming even with the use of alcohol. The patient's skin had become reddened and irritated as a result of the removal of this device. Great care had to be taken not to tear the patient's skin and cause harm to the patient. The device was used to hold blood delivery tubing/catheter in place. Dates of use: one day 2008. Diagnosis: required blood IV delivery.